Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Partial part number: 04.211.0xx where the x denotes an unknown digit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the devices are usually used for lisfranc fracture. Screw was broken before removal surgery and the screw head broke off the shaft during removal. Plate remained intact. Eventually all items were removed, but had difficulties removing the shaft of the broken screw in the bone. As per the surgeon, this has happened approximately two to three times prior to this.

Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, there was a broken unknown 2.7 variable angle (va) locking screws with the unknown x-plate during implant removal for lisfranc cases. The product specialist covering the surgeon mentioned, there is not 100% breakage but a majority of the lisfranc removals has at least one (1) screw broken. It is unknown if there was a surgical delay. It is unknown if the procedure was successfully completed. Patient outcome was unknown. Concomitant device: x-plate (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).